Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that unstable thresholds were noted on the right ventricular (rv) lead. The lead was revised however intermittent loss of capture was noted post operatively. The lead was then reprogrammed and remains in use. No patient complications have been reported as a result of this event.